Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in a 13-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" on (B)(6) 2011. Medical conditions: on (B)(6) 2011, dye study : result- total bilateral occlusion. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping/cramping"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and adnexa uteri pain ("over tubes both sides pain"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain outcome was unknown and the abdominal pain lower, dysmenorrhoea and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: on (B)(6) 2011. In current follow up reported as: on (B)(6) 2011. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Reporter information were added and updated. Insertion date were updated. Event : dysmenorrhea(cramping), over tubes both sides and endometrial ablation performed concomitantly with the essure micro-insert implantation were added. Event verbatim were updated as pelvic pain/pain, severe cramping/cramping and heavy abnormal bleeding/abnormal bleeding (general). Onset date of event were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 43-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" on (B)(6) 2011. The patient's medical history included actinic keratosis, uterine leiomyoma, ovarian cyst, menorrhagia, endometrial ablation, uterine fibroid and menometrorrhagia. (B)(6) 2011, dye study: result- total bilateral occlusion. Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping/cramping"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and adnexa uteri pain ("over tubes both sides pain"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower and dysmenorrhoea had resolved, the adnexa uteri pain had not resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: (B)(6) 201. No. Of coils: left- 2 coils, right- 2 coils. Removal details: total laparoscopic hysterectomy, lysis of adhesions and intraoperative cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: no evidence of fallopian tube contrast. The essure hardware pieces appear to be in good position. Pathology test - on an unknown date: uterus (186 grams), laparoscopically assisted vaginal hysterectomy: uterine cervix with mild chronic endocervicitis. Corporis uteri with secretory endometrium, superficial adenomyosis and intramural leiomyomata (up to 4 cm in greatest dimension). Segment of left fallopian tube without significant pathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error, menorrhagia. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received. Reporter information, lot no, auto- narrative supplement, added and rcc updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding/abnormal bleeding (general)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" on (B)(6) 2011. The patient's medical history included actinic keratosis, uterine leiomyoma, ovarian cyst, menorrhagia, endometrial ablation, uterine fibroid and menometrorrhagia. (B)(6) 2011, dye study : result- total bilateral occlusion. Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping/cramping"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and adnexa uteri pain ("over tubes both sides pain"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower and dysmenorrhoea had resolved, the adnexa uteri pain had not resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: no evidence of fallopian tube contrast. The essure hardware pieces appear to be in good position.. Pathology test - on an unknown date: uterus (186 grams), laparoscopically-assisted vaginal hysterectomy: uterine cervix with mild chronic endocervicitis. Corporis uteri with secretory endometrium, superficial adenomyosis and intramural leiomyomata (up to 4 cm in greatest dimension). Segment of left fallopian tube without significant pathologic abnormality. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : plaintiffs middle name added, events added- abnormal bleeding (vaginal, menorrhagia). Events outcome updated and onset date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 43-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" on (B)(6) 2011. The patient's medical history included actinic keratosis, uterine leiomyoma, ovarian cyst, menorrhagia, endometrial ablation, uterine fibroid and menometrorrhagia. (B)(6) 2011, dye study : result- total bilateral occlusion. Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping/cramping"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and adnexa uteri pain ("over tubes both sides pain"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower and dysmenorrhoea had resolved, the adnexa uteri pain had not resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: (B)(6) 201. No. Of coils: left- 2 coils, right- 2 coils. Removal details: total laparoscopic hysterectomy, lysis of adhesions and intraoperative cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: no evidence of fallopian tube contrast. The essure hardware pieces appear to be in good position.. Pathology test - on an unknown date: uterus (186 grams), laparoscopically-assisted vaginal hysterectomy: uterine cervix with mild chronic endocervicitis. Corporis uteri with secretory endometrium, superficial adenomyosis and intramural leiomyomata (up to 4 cm in greatest dimension). Segment of left fallopian tube without significant pathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.